Event description:
It was reported that during a laparoscopic cholecystectomy, scissoring occurred. Another device was used to complete the case. There were no adverse consequences to the patient. One device will be returning.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Additional information: did scissored clips cut tissue? ---the information was not provided from the hospital. If scissored clips cut tissue, was there any bleeding? If bleeding occurred, how much bleeding occurred. Please quantify. Which firing of the device did this event occur on? ---around 2 to 5 firings. What vessel or structure was the device fired on at the time of the event? ---around cystic duct. Was the clip fully advanced into the jaws prior to firing? ---yes. Were there any feeding issues experienced with the device? ---no. The analysis results found that the er320 device was returned in good visual condition with a clip in the jaws; the clip was removed in order to measure jaws width. A bag with one malformed clip was returned along with the instrument. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining clips as intended. No conclusion could be reached as to what may have caused the reported incident. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.